Manufacturer narrative:
UDI# : (B)(4). It was reported that a communication failure occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation there was no malfunction of the device during the first shutdown. A position has been detected as not accessible and the device shutdown, it is a normal behavior of the device. The technical root cause of the second shutdown is a crash of the operating system. No more evidences are provided to conclude about the root cause for this issue.

Event description:
A communication failure occurred while driving the arm to a landmark point that had a red inaccuracy value early in the registration process. Robot arm joints were not visibly out of range, no force was applied to arm, vigilance device was pressed. The field service engineer re-initialized system and proceeded with registration. Patient was anesthetized, first incision was made, no clinical consequences, estimated time lost was 8 minutes.